Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
--

Event description:
Boston scientific received information that this pacemaker exhibited an inconsistency in remaining longevity between the battery status indicator as viewed on the programmer and device magnet rate. The battery status indicator was noted to display approximately 1.5 years remaining with a magnet rate of 90 ppm. Boston scientific technical services (ts) discussed the discrepancy with the inquiring health care professional (hcp) and recommended using the magnet rate noting it to be the more reliable indicator. As the same magnet rate observed at follow up six months earlier, ts advised checking the device again in a few months time to verify battery status as the length of time since the device would have first exhibited a magnet rate of 90 ppm was unknown. No adverse patient effects were reported. This device remains in service.